Event description:
Follow up information identified the patient underwent surgical intervention, where her ipg was replaced with a new one. The patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient was having charging issues and is no longer receiving stimulation. An sjm representative met with the patient and determined the ipg is depleted. Surgical intervention may be pending to address the issue.